Event description:
It was reported that the sys intermittently would not boot up. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the image processing computer. The sys operates as intended.